Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred (alarm 19). Additionally, it was reported that an unexpected reset occurred. Customer's blood glucose level was 209 mg/dl. The customer loaded a new cartridge to resolve the issue.